Event description:
It was reported the device tip broke off. The device was replaced with another like device and the case was completed without any pt consequence.

Manufacturer narrative:
Information not provided by initial contact. Information anticipated, but unavailable at this time.